Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 275cc saline breast prosthesis, cat. #3542640, lot #249850. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 275cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor gel mentor memorygel breast implant 350cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 04/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/23/2018, mentor completed the analysis on the suspect medical device. Upon receipt to mentor, the device contained no fluid. Brown material was observed within the device. Yellow material was observed on the shell surface. Visual evaluation of the device revealed a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown and yellow materials observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).